Event description:
Device 1 of 4. See MFR # 1627487-2010-02487, MFR # 1627487-2010-02488, and MFR # 1627487-2010-02489. On (B)(6) 2010, the pt was implanted with an scs system. A couple of weeks after the pt was implanted, the physician thought there may be an infection. The doctor then decided to remove the entire system and possibly re-implant another scs system at a later date.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.